Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as bleeding with puss and the garment is tight. The patient indicated that they are allergic to latex. There was no alleged device malfunction contributing to the irritation. The patient reported being at the doctors office, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved after receiving larger garments that were a better fit.